Event description:
The head of a pedicle screw was reported to have disengaged during initial implantation surgery when torquing down the locking nut. Threads of one pedicle screw were also reported to have been damaged when installing the locking nut. Because larger size screws (size 8) were unavailable during this surgery, the surgeon decided to remove all the pedicle screws installed and packed the installation holes with bone material.

Manufacturer narrative:
Attempts are being made to obtain subject devices. Eval info will be provided if the explants are received by MFR.